Manufacturer narrative:
(B)(4). Batch # n9240k. The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the ten millimeter ligaclip device fired scissored clips. It is unknown how the procedure was completed. The surgeon was not firing over another clip or staple when the issues occurred and a smooth grip and motion was used to squeeze the handle on the firings. There were no adverse consequences for the patient reported.